Event description:
It was reported that during a routine device replacement procedure, upon opening the device pocket, damage was noted on the insulation of this right ventricular (rv) defibrillation lead. The damage was suspected to be related to the age of the lead, or potentially induced when opening the device pocket. The root cause of the insulation damage was unable to be confirmed. The lead insulation was repaired using a lead repair kit, which is considered off label use. Lead testing was completed following implant of the replacement device and normal function was noted and the procedure was completed. No additional adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.